Manufacturer narrative:
Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection were not reported. However, the device was explanted due to damages to annular tissue from endocarditis detected prior to implant of this device. Surgeon indicated in his op notes that this most likely was due to dental extraction, tattoo or IV drug use.

Event description:
Through follow up with the health care provider, it was learned this device was explanted on pod-9 due to damages from endocarditis diagnosed prior to implant of this device. Per the operative report, indications for the procedure: this (B)(6) year old gentleman who had teeth removal and a tattoo before as well as IV drug abuse. All of those histories might have contributed to his infection. He developed an infectious endocarditis operated on in (B)(6) about nine days ago with a tissue valve and annular repair. However, the aortic valve was dehisced and it was moving back and forth partially with severe aortic regurgitation. His blood culture here showed negative for infection and white blood cell count was 11 to 12. He consented to undergo a re-do sternotomy and a re-patch of the aortic annulus as well as the replacement of the aortic valve. The paravalvular defect was huge. When we went into the sub-skin layer above the sternum with a lot of plates, we saw some pus sitting around the sternal plates. All of this pus was suctioned out and cleaned up and all the metal plates were removed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information through its implant patient registry that a 23mm bioprosthetic aortic valve, implanted approximately nine (9) days, was explanted and replaced with another 23mm aortic valve for unknown reason.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if the device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.